Event description:
It was reported that during the procedure in the moderately calcified superficial femoral artery, an attempt was made to deploy the absolute pro stent at the target lesion; however, the thumbwheel turned slightly and stopped. The stent did not deploy. There was no exposure of the stent or partial stent deployment. The stent delivery system was removed from the anatomy without resistance and a non-abbott stent system was used successfully to treat the target lesion. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided. Return device analysis revealed that the outer sheath had separated at the proximal stent marker and the sheath was retracted. The separated portion of the sheath was over the stent holder. The stent implant had dislodged and was not returned. Additional reported information indicates that the damage occurred during the procedure; however, the specifics surrounding the damage and stent dislodgement is unknown. There was no intervention required and there is no reported information to indicate that the stent remains in the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood in the guide wire lumen and on the entire length and no saline visible, consistent with being advanced over a guide wire and into the anatomy. The distal outer sheath was fully retracted. The stent implant was not returned. The handle was in an unlocked position. The distal outer sheath was separated 1 cm distal to the distal end of the outer member. The material at the separation was jagged. There was no other damage noted to the sess. The handle was opened and the rack was in the proximal position of the handle and was fully retracted. All the mechanisms were intact with no anomalies noted. Potential factors for an absolute pro failing to deploy and/or resistance with the thumbwheel may include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). Based on the returned device analysis, it may be possible that the distal end of the sess was entrapped within the anatomy or lesion site preventing the distal outer sheath from retracting. Additionally, the separation of the distal sheath suggests that force was likely applied during the attempt to rotate the thumbwheel in such that the material separated. Once the distal sheath separated, the thumbwheel would be able to rotate, which is consistent with the rack in the handle being fully retracted. With the distal sheath separated, the stent likely deployed outside of the anatomy, possibly during handling/packaging the product for return to abbott vascular. It was reported that the absolute pro was being used to treat the superficial femoral artery, it should be noted that the absolute pro instructions for use states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for failure to deploy for this lot. A conclusive cause for the reported deployment difficulties and subsequent damage could not be determined; however, there is no indication to suggest a product quality deficiency. During production all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All sess are also inspected for damage during the manufacturing process.